Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 22 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt returned for a follow-up approx one month ago, and the CT demonstrated that the stent graft has migrated approx 35 mm distally, resulting in a type I endoleak. At the time of the migration, the aneurysm was 6.5 cm in diameter, and the vessel morphology was reported as mild tortuosity, mild to moderate calcification, and severe thrombosis. The aortic neck was angulated 30 degrees and reverse funnel-shaped, ranging from 32 mm in diameter at the renal arteries to 25 mm in diameter at 15 mm below the renal arteries. The cause of the migration was attributed to disease progression with aortic neck dilatation. The physician elected to intervene by implanting 2 aneurx cuffs and 2 talent cuffs, which successfully resolved the migration and endoleak. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: (migration, endoleak); (disease progression and aortic neck dilatation). Conclusion: (disease progression and aortic neck dilatation).